Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the electrode was performed. The complete electrode was returned. Visual inspection revealed no abnormalities besides typical surgery-related damage which is not considered abnormal. Measurements throughout these tests were within normal limits. In conclusion, laboratory testing was unable to confirm the reported clinical observations and detailed analysis did not reveal any abnormalities.

Event description:
It was reported that the patient received two inappropriate shocks from the subcutaneous implantable cardioverter defibrillator (s-ICD) while at rest due to oversensing of noise. The patient was brought in for testing and the noise could only be reproduced in primary configuration when the patient was lying on their left side and moving. Both secondary and alternate vectors were free of noise. However, both of those sensing vectors showed low r-wave amplitudes leading to myopotentials. An x-ray was taken which did not show any damage. The lead position was determined to be very cranial. Data was sent into ts for review. Prior to ts reviewing, the patient then received another inappropriate shock, thus the physician scheduled the patient for a change out procedure. Since the x-ray was not showing any particular cause, a revision procedure to replace the entire system was suggested. Subsequently the s-ICD and electrode were explanted and successfully replaced. No additional adverse effects were reported. New information was received indicating this electrode was returned, and product analysis completed.

Event description:
It was reported that the patient received two inappropriate shocks from the subcutaneous implantable cardioverter defibrillator (s-ICD) while at rest due to oversensing of noise. The patient was brought in for testing and the noise could only be reproduced in primary configuration when the patient was lying on their left side and moving. Both secondary and alternate vectors were free of noise. However, both of those sensing vectors showed low r-wave amplitudes leading to myopotentials. An x-ray was taken which did not show any damage. The lead position was determined to be very cranial. Data was sent into ts for review. Prior to ts reviewing, the patient then received another inappropriate shock, thus the physician scheduled the patient for a change out procedure. Since the x-ray was not showing any particular cause, a revision procedure to replace the entire system was suggested. Subsequently the s-ICD and electrode were explanted and successfully replaced. No additional adverse effects were reported.

Manufacturer narrative:
This product has not been returned to date. If returned analysis will be performed and this report will be updated.